Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the hospital for troubleshooting due to an alert for oversensing p-waves and t-waves on the right ventricular (rv) lead. The sensitivity was reprogrammed. No patient complications have been reported as a result of this event.